Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient was charging every 6 days when they used to charge every two weeks with their old ins. The patient stated that they were at 100 percent and six days later their ins would dropto 60 percent. The patient had been working with a manufacturer representative (rep). The patient stated that the reps first thought was the issue was with the controller, but the patient was shipped a controller already and the patient stated that they were now concerned on charging weekly with the new ins verses every two weeks like the old ins. No symptoms were reported. It was reported that the event occurred since implant (B)(6) no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since implant the ins charge dropped very fast. The patient charges once a week and the ins was charge was dropping faster than it should. The ins as dropping 30-40% and she thought it was faulty. The patient mentioned they were told the ins could go 28 days without charging. It was reviewed that the ins depletion rate depends on usage and settings and the patient was directed to follow up with their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has not needed the ins recently, so they turned it off. The patient noticed that it seemed to be draining pretty rapidly when off. The patient noticed the issue probably 2 weeks prior to the report. The patient said she charges the ins weekly even though it was off and when she checks it before recharging weekly she notices the battery was drained down to 60-70%. The patient reported that the recharging session itself was fine and she can charge the battery from 60-70% to 100% in a matter of minutes. It was reviewed the ins will depleted from 100% to 0% in 27 days. It was reviewed that recharging statistics may be pulled to assess the issue. The patient added the ins was not getting a full charge and the charge was not lasting. The patient mentioned before meeting with a rep after the ins was implanted, she had charged the ins, but the ins dropped to 50% over night. No symptoms or further complications were reported.